Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2013. Model number/catalog number: sc-2208-50. Serial number: (B)(4). Batch/lot number: 198985. Model/catalog description: st linear lead 50 cm. Model number/catalog number: sc-3138-25. Serial number: (B)(4). Batch/lot number: a26097. Model/catalog description: lead extension kit 25 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.